Event description:
It was reported that the atrial lead was oversensing r-waves and withholding ventricular tachycardia (vt) therapy. The device was re programmed to meet patient safety and needs. The lead is left in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2010; dtba1d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).